Event description:
(B)(4). It was reported that post a percutaneous coronary intervention, angina pectoris, in-stent restenosis, and "hazy lesion in proximal rca" occurred. In (B)(6) 2011, the patient presented with severe substernal chest pressure. The subject was diagnosed with unstable angina and cardiac catheterization was recommended. The 12mm in length, de novo, 90% stenosed target lesion # 1 was located in the 3.00mm in diameter proximal rca. After pre-dilatation, a 3.00 x 12 mm taxus liberté stent delivery system was advanced and the stent was deployed on the target lesion with 0% residual stenosis. One-day post-procedure, the subject was discharged on aspirin and prasugrel. In (B)(6) 2011, the patient presented with proximal edge stenosis and focal in-stent restenosis of the study stent located in the proximal rca. This was treated with pre-dilatation and placement of a 3.50 x 8 mm promus drug-eluting stent. Per source, an unknown taxus stent was deployed in rca in 2008. In (B)(6) 2012, the study drug was last taken by the patient. In (B)(6) 2012, the subject was experiencing with angina. In (B)(6) 2013, the subject presented with chest pain with physical activity and a stress test was performed which showed a new apical area of ischemia with normal ejection fraction. In (B)(6) 2013, the patient presented with chest pain and was hospitalized on the same day. Cardiac catheterization was recommended. The subject was on aspirin and prasugrel. The 80% diffuse in-stent restenosis of the study stent in proximal rca was treated with balloon angioplasty and placement of 3.00mm x 18mm non-bsc drug-eluting stent followed by another 3.00mm x 12mm non-bsc drug-eluting stent with 0% residual restenosis. The 70% non-target lesion was located in the proximal lad which was treated with balloon angioplasty and placement of 3.00 x 18 mm non-bsc drug-eluting stent with 0% residual stenosis. Per source, an unknown taxus stent was deployed in the non-target vessel mid lad in 2008. The 90% target lesion in mid lad was treated with balloon angioplasty and placement of 2.50 x 18 mm non-bsc drug eluting stent with 0% residual stenosis. After one day, the event was considered resolved without residual effects and the subject was discharged on the same day on aspirin and prasugrel. Twenty- one days post discharge, the subject experienced angina and was hospitalized on the same day.

Manufacturer narrative:
Device is combination product. Device evaluated by manufacturer: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly, and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the event angina pectoris has been updated to progression of coronary artery disease. In (B)(6) 2013, persantine stress test was performed which indicated possible new apical ischemia. After 3 days, the patient presented to follow-up with complaints of recurrent angina. In (B)(6) 2013, the patient was diagnosed with progression of cad.